Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced that the image went off and restarted during diagnostic upper endoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.